Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 333 mg/dl at the time of the call. Customer reports that they are unable to trouble shoot the issue at time of call. The customer was advised to do a complete set change as soon as possible. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was unable to trouble shoot at the time of the call. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.